Event description:
Covidien received information stating that, during patient use of the ht50 ventilator, the device had been on standby mode and stopped ventilation. No shutdown alarm was confirmed. A nurse noticed and rebooted the device. The patient was transferred to another ventilator due to this malfunction. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The shielded flat cable assembly was returned for analysis, and it was placed into a test ventilator to verify the malfunction. The cable was left in the test unit to perform a burn test, and no errors were found. It was removed and inspected for damages, and no anomalies were found. The customer reported malfunction was not verified.

Manufacturer narrative:
Covidien reference: (B)(4).